Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge leaked. Reportedly, the customer overfilled the cartridge with 310-320 units of insulin. In addition, it was reported insulin was not observed to be exiting the tubing during fill tubing. Customer's blood glucose level was 275 mg/dl. Customer loaded a new cartridge and resumed insulin deliver successfully.